Event description:
It was reported that a patient had a feeling of tightness over the device pocket site. The sensation was reported to be a "tugging" or "straining" feeling, and the patient noted that he felt this feeling more when the battery got low. The reporter stated that the tugging and straining feeling may have come from a nerve. It was reported that the device was replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).